Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been received by the manufacturer for evaluation. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors.

Event description:
It was reported I am writing to make you aware of an equipment malfunction that I encountered twice, last shift, on a pediatric cardiac arrest. The equipment that malfunctioned was the io needle. During the arrest, I inserted an io into the patient's left proximal tibia. The needle inserted, however, I was unable to remove the needle from the hub after insertion on my own. In an effort to prevent the needle from dislodging, I asked one of the crew member's to attempt to remove the needle while I was holding on to the hub. Unfortunately, the needle became dislodged during the efforts. I then asked the crews in the rear of the ambulance to open a new io needle and assure that the needle was not stuck to the hub. Two crew members confirmed and, when they handed me the needle, I confirmed as well. However, after insertion into the right proximal tibia, the needle would not separate from the hub again. Several members unsuccessfully attempted to remove the needle as well. Again, during the attempt, the io needle dislodged from the tibia rendering it unusable for the second time. No impact to the patient per the crew. This report addresses both devices.